Manufacturer narrative:
Exact date unknown, event occurred after a few years of being implanted. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 16054704/16651431/20431417.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices were not returned due to facility policy.